Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/13/2023, it was reported by a sales representative via (B)(4) that an ar-1923ds disposable kit was packaged wrong and had no drill bit inside. This was discovered out of the box in a case.

Manufacturer narrative:
Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. The complaint allegation was not confirmed based. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The cause for the reported failure is attributed to a manufacturing issue. (B)(6) was opened to address this issue.